Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right femoral vein was achieved with two proglide devices using the pre-close technique via an 8f sheath prior to an ablation procedure. Reportedly, the ablation procedure was completed. During advancement of one of the knots, the knot locked and did not advance to the vessel wall. Another proglide suture was used with the pre-placed proglide suture to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported difficulty deploying the plunger was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 2524 removed.

Event description:
Subsequent to previously filed report, additional information was received: it was reported that suture placement in the right femoral vein was attempted with a proglide device using the pre-close technique via an 8f sheath prior to an ablation procedure. Reportedly, the second deployment step was not possible because it [the plunger] was stuck. A new proglide device preplaced a suture. The ablation procedure was completed. The proglide suture was used to achieve hemostasis. No additional information was provided.